Event description:
The hcp reported at refill, 10ml were aspirated from the pump. Two weeks prior, the pump had been filled with 10ml of lioresal and programmed in a complex continuous pattern. The hcp verified all the programming as correct. The pt had just been hospitalized with pnuemonia in 2005 and then discharged. The pt is now reported to be hospitalized with seizures and increased spasticity. The pt is being treated with supplemental oral baclofen 15mg. The hcp reports the patient's condition is stabilized. The plan is to perform a rotor study and catheter dye study. A follow up report will be sent when additional information is received.